Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on: (B)(6) 2010 , the patient presented with pre-op diagnosis of significant degenerative disk disease with contained central disk bulge and possible pars lesion , l4-5. The patient underwent anterior spinal fusion l4-5 with instrumentation, extra small bmp and dbm. Per op notes,".. The device was filled with cancellous autograft and surgeon then placed half of the bmp sponge in the mid graft chamber and then eighth part in each of the lateral chambers as well as in the lateral gutter of the disk.." Patient alleges unspecified injury due to the use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.